Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the left anterior descending artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, it was found that the catheter connector was fractured. The procedure was completed with another of the same device. The patients condition following the procedure was stable, and no complications were reported.

Manufacturer narrative:
D4: lot number: updated. The device was returned for analysis. Visual inspection revealed that the sheath was kinked. No damage was found within the telescope section or the sheath section of the device. An impedance test showed an electrical open at the proximal end of the catheter, between 130 and 140 cm from the distal housing. Media returned by the customer was inspected and showed a kinked sheath and no image displayed on the ilab screen.

Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the left anterior descending artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, it was found that the catheter connector was fractured. The procedure was completed with another of the same device. The patients condition following the procedure was stable, and no complications were reported.